Event description:
Patient was revised to address pain and elevated cobalt and chromium levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address pain and elevated cobalt and chromium levels. The devices associated with this reporting were returned with a great deal of patient bodily fluid and matter attached on all surfaces. Meaningful visual examination cannot be performed. A search of the complaints databases against the product/lot code combinations finds no other reports. The search was not possible against the screws as the necessary product/lot code combinations were not provided. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.